Event description:
O.r. Technician put a padget on a zimmer dermatome for a skin graft from pt. Surgeon attempted to use, allegedly causing a 3" x 1" wound to leg requiring sutures. This was a user error.